Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the device alarmed motor error alarm. Customer's blood glucose was 432 mg/dl. Customer mentioned the device was worn during a cat scan. During troubleshooting, device alarmed motor error alarm during rewind. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. Unable to perform all functional testing including the displacement, basic occlusion, occlusion, prime and excessive no delivery test due to motor error alarm. No moisture damage was found on the electronics, battery tube, vibrator and keypad assembly noted. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window.